Event description:
Patient had a right knee revision.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.